Event description:
The event occurred on an unspecified date. The customer reported a ¿battery replacement¿ message appeared in the display. Testing found the device alarmed ¿replace battery¿ (n56) when powered on. A review of the logs found multiple replace battery (n56) and depleted battery (n252) alarms. The battery was replaced and the software was upgraded to (B)(4). The device was then run on battery with no issues. The complaint was confirmed and was determined to be associated with an issue in software version (B)(4). Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.